Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 165, 141, 155, 216 and 212 mg/dl. Customer was also concerned with results when compared to another device; actual meter to meter comparison test results were not provided. The customer¿s expected am fasting blood glucose test result range is 97-118 mg/dl and expected blood glucose test result 3 hours post meal is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 12/16/2023; the product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 196 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 165 mg/dl date: (B)(6) 2022 time: 6:50 am fasting. Result 2: 141 mg/dl date: (B)(6) 2022 time: 6:56 pm 3 hrs. After meal, result 3: 155 mg/dl date: (B)(6) 2022 time: 6:55 pm 3 hrs. After meal, result 4: 216 mg/dl date: (B)(6) 2022 time: 8:10 am fasting, result 5: 212 mg/dl date: (B)(6) 2022 time: 8:10 am fasting,

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 25-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.